Manufacturer narrative:
(B)(4) date sent: 4/24/2025 d4: batch # unk. Correction b2. Is other serious h1. Type of reportable event. Additional information was requested and the following was obtained: "did any contents spill into the patient? Ans: the pouch was broken when surgeon tried to retrieve the pouch out from trocar. The gallbladder with stones fell out from the pouch and dropped inside patient¿s abdomen. If so, were the contents retrieved? Ans: yes, able to retrieve. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Ans: extended hospital stay because there was sign of infection, however, after treatment and observation, patient was fit to discharge." "Was the patient treated with antibiotics? Ans: yes. What is the surgeons experience with the device? Ans: he has used more than 30-40 pouch in his practices. The pouch he used has never broken before. Were any metal or graspers placed in the pouch? Ans: no when pouch removal difficulties were noticed, did surgeon attempt to enlarge access site to facilitate removal? Ans: no" this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show the bag of an endopouch retriever spec bag, it was observed the bag with excess fluids and it looks like the device was torn but at this point we cannot confirm that this issues is related to manufacturing process. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure, pouch burst when pulling out from trocar. There was gallbladder with stones inside the pouch. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did any contents spill into the patient? If so, were the contents retrieved? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)" Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.